Manufacturer narrative:
Corrected data h6 -device code based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experience discomfort at the ipg pocket site. Reportedly, patient lost 50 pounds. Surgical intervention is pending to address the issue.

Event description:
Additional information received identified that surgical intervention was undertaken on (B)(6) 2020, wherein the ipg was relocated to the left buttocks. The issue was resolved.